Event description:
The patient's age was unknown, but was a female. The target lesion was the distal rca/pda branch. The lesion was a de novo, moderately calcified and slightly tortuous. There was 90% stenosis. The lesion was pre-dilated (details unknown) and then a 2.5 x 28mm cypher stent was delivered, but it would not cross the entire lesion. Ivus was conducted and calcification was observed throughout the entire target lesion. The physician confirmed that the stent was getting caught up on calcification located in the mid portion of the target lesion. Therefore, the physician retrieved the cypher from the patient. Upon removal, the physician noted that the distal struts of the stent were flared. The device was not used and the procedure was finished successfully with the implant of a 2.25mm mini vision 2.25mm stent. There was no patient injury reported. Physician's comment: crossing failure occurred because the stent became caught at the calcification.

Manufacturer narrative:
Foreign cypher product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.